Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The touch screen would intermittently not respond when cycling through the log pages in the service mode. The touch screen was particularly contaminated with blood residue and cleaning product residue, which built up dirt and grime had formed underneath the perimeter of the lower bezel which was pressing on the touch screen. The monitor assembly was disassembled and both lcd and touch screen were thoroughly cleaned with medical display wipes. The monitor was reassembled and touch screen was re-calibrated. The display and touch screen test both passed in the service mode. Complete system check out was performed with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a touch screen issue. It was not responding. No patient harm, serious injury or adverse event was reported.